Manufacturer narrative:
Other, other text: additional information: no patient involvement.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The investigator found no alarms in the event history log (ehl) that related to the customer reported product problem (motor issues). An occlusion test was performed and the pump ran at a rate of 300 ml/hr. While running the pump was also noisy. The customer reported product problem was therefore confirmed. The product problem occurred due to abnormal wear of the motor assembly. The problem source of the product problem was unknown. A root cause was not established. The motor assembly was replaced.

Event description:
It was reported that the medfusion pump exhibited motor issues. No patient injury or complications were reported in relation to this event.